Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was "implanted" with an implantable neurostimulator (ins) for unknown indications for use. It was reported that screw fell out of connecting hub which is missing. This was associated with user error. The surgeon performing the surgery seemed to have loosened the screw instead of tightening it which caused the screw to fall out of the connecting hub/cavity. A new lead was used. Will not be returned as it was discarded. Additional information was received. It was reported that the tiny screw from the sacral nerve stimulation implant was missing after it was implanted to patient. It detached pre-insertion. X-ray done. Unable to locate lost screw. Staff searched the missing screw on the drape/floor using magnet etc. New implant inserted. Surgeon had no concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.